Event description:
The customer stated that his meter readings were too low. Upon troubleshooting, it was discovered the meter was set in mmol/l. The customer did not allege any adverse events due to the mmol/l readings. The customer was unable to reset the meter to mg/dl. The meter is to be returned for evaluation, and the customer will receive a breeze meter.